Event description:
It was reported in a summary article the clinical outcomes of volumetric stent expansion index to assess tapering lesions using intravascular ultrasound (ivus). This is a retrospective observational study that includes data from multiple clinical trials including the impact of intravascular ultrasound guidance on the outcomes of xience prime ivus-xpl clinical trial where the use of the xience prime was noted. In the ivus-xpl clinical trial device-oriented clinical endpoints (doce) two years post stent implantation that occurred were target vessel-related myocardial infarction, stent thrombosis, and target lesion revascularization (re-hospitalization). Additional information can be found in the summary article, "volumetric stent expansion index to assess tapering lesions using intravascular ultrasound and its clinical outcomes". No other information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. A conclusive cause for the reported patient effects of thrombosis/thrombus, myocardial infarction, the subsequent unexpected medical intervention and hospitalization or prolonged hospitalization and the relationship to product if any, cannot be determined. The information received in the complaint was obtained through a proactive literature search. Specific model and lot numbers were not available and causality between the documented device usage and the patient effects could not be established. Factors that may contribute to the performance outcomes listed in the article include, but are not limited to, device to patient interaction, patient anatomical conditions, device to user interaction and manufacturing or material issues. Due to the limited information available, the exact cause cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case. Literature attachment: article title: "volumetric stent expansion index to assess tapering lesions using intravascular ultrasound and its clinical outcomes". B3, d6a: estimated dates. D4: the UDI is not known as the part and lot number were not provided.